Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device at the user facility, the scope communication error b30 was displayed on the monitor and the endoscopic image could not be displayed. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Ofr checked the subject device and found that the reported phenomenon was not duplicated, and also found that there was no abnormality. Ofr surmised that this phenomenon was caused by the moisture in the used endoscope. Also, omsc obtained the additional information from ofr that the intended procedure was completed without any extension. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from ofr, there was the possibility that the reported phenomenon was attributed to the remaining water in the electrical contacts of the video connector socket of the used endoscope or inside the endoscope. If additional information is received, this report will be supplemented.